Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during puncture, the guidewire could not enter the needle. The guide wire was bent or shaped like a big hook near the tip (but was not found bent prior to insertion). The catheter was not repaired and there was no leak. There was no cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was no treated prior to product placement. Flushing was done and had a normal outcome, the guide wire used was the one included in the kit and no other products being utilized with the device. There was no occlusion. It was mentioned that the guide wire was needed to be taken out together with the needle in one action and were removed without using other tools. There was no excessive force used on insertion and withdrawal of the guide wire. There were no debris left inside the patient's body and x-ray machine was not used. They re-used the same product but with a new guide wire and performed surgery to resolve the issue and procedure was completed. There was no intervention /treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned guidewire was missing the j-hook at the end, and was misshapen. It was reported that the guide wire was unable to be withdrawn and there was a guide wire issue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.